Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact experienced resistance when filling multiple cartridges. The user's blood glucose (bg) level was over 400 mg/dl. The bg level was addressed by changing the cartridge and by the contact administering a manual injection. Reportedly, the contact administered the manual injection as the user is too young to administer manual injections. The contact loaded a new cartridge successfully and resumed insulin delivery.